Manufacturer narrative:
The failed sample was returned and submitted to vygon (B)(4) for evaluation. Examination of the returned sample showed that the catheter had been cut off distally, 6cm were missing. We have no information whether the catheter was shorted before placement, or whether the tip was cut off during insertion, or pulled back through the needle and lost. Pleural effusion is a complication of a malplaced catheter, or an injured vena cava especially if the liquid from the pleura is identical to the infusion. This complaint is not confirmed. No corrective action at this point in time, but vygon will remain vigilant for this type of complaint.

Event description:
1 french premicath inserted without guidewire on (B)(6) via right basilica svc. Repositioned 2x after initial insertion x-rays. In good position svc baby was on bubble CPAP. Sudden acute respiratory deterioration 8days after insertion x ray revealed right pleural effusion. .22 mls tpn removed. Baby recovered after intubation and fluid removal. No unusual preparation occurred with insertion or maintenance. X-rays were reviewed carefully and all revealed PICC line in appropriate position on preceding days

Manufacturer narrative:
The device was returned to the manufacturer for device evaluation, and complaint investigation. The results of this investigation are still pending, and the results will be communicated within 30 days of its conclusion.

Event description:
1 (B)(4) premicath inserted without guidewire on (B)(6) via right basilica svc. Repositioned 2x after initial insertion x-rays. In good position svc baby was on bubble CPAP. Sudden acute respiratory deterioration 8 days after insertion x ray revealed right pleural effusion. .22 mls tpn removed. Baby recovered after intubation and fluid removal. No unusual preparation occurred with insertion or maintenance. X-rays were reviewed carefully and all revealed PICC line in appropriate position on preceding days